Event description:
Approximately seven and a half months after the implantation, the site reported that the patient was in a rehabilitation facility when he was found unresponsive by the staff. Of note, the patient was being treated for an infection. Details regarding this infection were not provided. A computerized tomography (CT) revealed an intra-cerebral hemorrhage. Details regarding any attempts to treat this event, if any, were not provided. Treatment was withdrawn and the patient expired on (B)(6) 2014.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis since they assessed the event to be unrelated to the heartware® device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Strokes are a known potential complication associated with all patients implanted with vads and can be multifactorial in etiology. Based on available information, the exact cause of this event could not be conclusively determined. No additional information will be forthcoming.